Event description:
After insertion of swan ganz catheter, it was discovered that the prongs to the core temp probe were bent and that the swan temp would not register. Swan ganz catheter was removed and a new catheter was inserted to obtain accurate cardiac parameters.